Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during an implant attempt, while using the left ventricular delivery catheter, the patient went into ventricular tachycardia. The patient was successfully converted to normal sinus rhythm via external defibrillation, and treated intravenously and with an oxygen mask. A chest x-ray revealed mild edema. It was believed that the used catheter was related to this event. The attempted catheter resulted in an unsuccessful implant. A different catheter was used. No patient complications have been reported as a result of this event.